Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok button on the keypad was under responsive to user presses and there was moisture in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 17 oct 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2017 with the following findings: on examination, there was visible moisture corrosion in the battery canister. Leak testing revealed moisture ingress due to a battery compartment leak. On investigation, all the keypad buttons demonstrated normal response when tested. The keypad cover was intact and without damage. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.